Event description:
A customer contacted beckman coulter inc. (Bci) concerning a unicel dxi 800 access immunoassay system's overflowing waste buffer. Customer stated that there were no slips or exposure to the leaking fluids. No injuries were reported by the customer.

Manufacturer narrative:
On (B)(4) 2011, bci field service engineer (fse) was on site and found a pinched external drain line that was causing a fluid backup. Fse repaired the external drain line crimp and verified system performance to published specifications. Root cause is associated with hardware.